Manufacturer narrative:
Concomitant product: lynx suprapubic mid-urethral sling system: (B)(6) 2009. Product manufacture date unknown; lot number unknown.

Event description:
The patient was reportedly implanted with a lynx suprapubic mid-urethral sling system and biodesign tension free urethral sling on (B)(6) 2009 and (B)(6) 2013 respectively , at (B)(6) hospital (B)(6) and (B)(6) medical center, (B)(6) by dr. (B)(6) to treat her stress urinary incontinence and/or pelvic organ prolapse. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone corrective surgery.

Event description:
The patient was reportedly implanted with a lynx suprapubic mid-urethral sling system and biodesign tension free urethral sling on (B)(6) 2009 and (B)(6) 2013 respectively , at (B)(6) to treat her stress urinary incontinence and/or pelvic organ prolapse. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone corrective surgery.

Manufacturer narrative:
Common name is surgical mesh, urethral sling; product code is pag. Product manufacture date unknown; lot number unknown.

Event description:
The patient was reportedly implanted with a lynx suprapubic mid-urethral sling system and biodesign tension free urethral sling on (B)(6) 2009 and (B)(6) 2013 respectively, (B)(6) and dr. (B)(6) to treat her stress urinary incontinence and/or pelvic organ prolapse. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone corrective surgery.